Manufacturer narrative:
Optical signal issue: the pump was returned. Data log review confirmed high mc and pump flow saturation. The returned pump showed no optical issue: 5s parameters were nominal, resistance testing passed, laser continuity testing passed, and the pump did not trigger psnr alarms. The cause of the optical signal issue was not determined since issue could not be recreated during investigation as pump ran at nominal 5s parameters while passing electrical and wiring testing. Saturated flow: the pump was returned. Data log confirmed high mc and saturated pump flow . The returned device was investigated and although no visual abnormalities were noted, saturated flow reproduced upon pump startup. Pump was torn down and biomaterial was noted on the components of the motor housing. The cause of the saturated flow was most likely biomaterial due to saturated flow reproducing in lab and pump teardown showing biomaterial within the components of the motor housing. It is unknown how the biomaterial ingressed into the motor housing.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that following impella cp implant for a patient on support for acute myocardial infarction, the motor current, placement signal, and left ventricular tracings became irregular. As the pump continued to function, the planned surgery was successfully performed with support of the implanted pump. The pump was then replaced as a result of the noted issue. There was no noted patient harm reported.